Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a (black) particulate matter found inside the tube of a homechoice cassette. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and a black/orange partially encapsulated particulate matter was observed inside the drain line tubing. The particulate matter was determined to be intrinsic to the manufacturing process, identified as pin buildup of burnt plastic material broken off during manufacturing tubing extrusion process. Particulate matter in the drain line does not pose a significant risk to the patient because the drain line is not part of the fluid path leading to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.